Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient sample. The physician thought the patient should have ca 19-9 of 37 u/ml or less. It is unknown if the patient has pancreatic cancer as patient medical history is not available. The patient did have a previous ca 19-9 result of 140s u/ml but due to sample volume, further testing was not possible for that sample. The following data was provided:ca 19-9 result = 144.6 u/ml, previous ca 19-9 result = 140s u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trendhttps://emdr.FDA.gov/emdr/formredaction/b5.jsf#ing review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 33450fp00 and the complaint issue. A review of historical performance for reagent lot 33450fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 33450fp00 is within the established control limits. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I ca 19-9xr reagent for lot 33450fp00 was identified. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/-31.